Manufacturer narrative:
The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Event description:
Edwards received notification that this 86-y-o patient with a valve model 3300tfx25mm implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of 10 years and 5 months due to degeneration and thickened leaflets but no overt calcification leading to high gradients (mean gradient of 45mmhg) across the valve with moderate aortic regurgitation. As per medical opinion, the valve failed prematurely. The patient presented acutely with increasing shortness of breath on exertion. A 23mm sapien 3 ultra valve was implanted within the edwards surgical device. The patient was noted as discharged home the following day.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The subject device was returned for evaluation as it remains implanted; therefore, the complaint could not be confirmed through product evaluation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this (B)(6) patient with a valve model 3300tfx25mm implanted in the aortic position has been placed under consideration for a valve-in-valve procedure after an implant duration of 10 years and 5 months due to degeneration and thickened leaflets but no overt calcification leading to high gradients (mean gradient of 45mmhg) across the valve with moderate aortic regurgitation. As per medical opinion, the valve failed prematurely. The patient presented acutely with increasing shortness of breath on exertion.